Event description:
The user facility reported a patient was on an impella cp support due to methamphetamine toxicity and was found to be in cardiogenic shock. The pump was placed and distal perfusion was placed due to limb ischemia. The support was ongoing when after five and a half hours, the patient had cardiac arrest and cardiopulmonary resuscitation was initiated. The family made the decision to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿